Manufacturer narrative:
Device evaluated by MFR.: promus element plus, mr, ous 4.00x38mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage with struts lifted and pulled distally. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 75% stenosed, 36mm in length target lesion was located in the moderately tortuous and severely calcified left main artery with a vessel diameter of 4.00mm. Following pre-dilation, a 4.00x38mm promus element plus drug-eluting stent was advanced for treatment. However, the stent was damaged when crossing the lesion due to severe calcification in vessel. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 75% stenosed, 36mm in length target lesion was located in the moderately tortuous and severely calcified left main artery with a vessel diameter of 4.00mm. Following pre-dilation, a 4.00x38mm promus element plus drug-eluting stent was advanced for treatment. However, the stent was damaged when crossing the lesion due to severe calcification in vessel. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.